Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the bg meter. The cause of the elevated bg level was unknown. The customer went to the emergency room (ER) and was subsequently hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.